Manufacturer narrative:
A review of tickets was performed for reagent alinity I anti-hcv assay, lot number 11380be01. The ticket search determined that there is normal complaint activity for the likely cause lot 11380be01. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. This review did not find any abnormal complaint activity and no trends were identified. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A retained reagent kit of lot number 11380be01 was tested in a sensitivity setup. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. All specifications were met indicating that the lot is performing acceptably. A manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue based on the investigation no systemic issue or product deficiency was identified for the alinity I anti-hcv, lot number 11380be01.

Manufacturer narrative:
Patient information: no further information was obtained. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on one (B)(6) male patient. The results provided were: sid (B)(6) architect anti hcv result=1.51 s/co (>or=1.00 s/co=reactive)/recentrifuged and repeated=1.72 s/co and 1.54 s/co/ repeated on alinity =0.78 s/co and 0.67 s/co (<1.00 s/co=nonreactive). There was no reported impact to patient management.